Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the ins had been difficult to charge for the past 2-3 months, which coincided with the patient¿s incarceration. They usually get 0 coupling bars, but occasionally get 4 bars. It was noted the patient¿s ins is low at 25% or below at times. There were no ins pocket issues. The ins was superficial in the chest and could be easily palpated. No medical symptoms were reported.